Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the device exited the scope in the duodenum, the nurse was unable to extend the brush and it was noted to be bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of brush bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.